Manufacturer narrative:
Citation: anders lehmann dahl pedersen et al. Prevalence and prognostic implications of increased apical-to-basal strain ratio in patients with aortic stenosis undergoing transcatheter aortic valve replacement. J am soc echocardiogr. 2020 dec;33(12):1465-1473. Doi: 10.1016/j.echo.2020.07.013. Epub 2020 sep 9. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# npt, product code p130021), evolut r (PMA# npt, product code p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the pre-operative prevalence, relation to symptoms, and prognostic implications of elevated left ventricular apical-to-basal strain ratio in patients with aortic stenosis who underwent transcatheter aortic valve replacement. All data was retrospectively collected from a single center between january 2016 and december 2018. The study population included 499 caucasian patients and was predominantly female with a mean age of 79.8 years. Of those, approximately 30 patients were implanted with medtronic transcatheter valves: corevalve (~5) or evolut r (~25). No unique device identifier numbers were provided. Among all patients, a total of 74 deaths were reported during the median follow-up of two years and thirteen days. Non-medtronic transcatheter valves were also implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, outcomes observed during or following tavr included: valve-in-valve intervention, low voltage or pseudo-infarction electrocardiographic pattern, first-degree atrioventricular block, atrial fibrillation or fluttering, and pacemaker rhythm. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.